Manufacturer narrative:
Retainer ring = black customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a blank display. Functional testing to be performed/completed: the insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Device was monitored and no unexpected powering off or blank display noted. There was no unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during the testing. However, low battery alert was recorded and found in the formatted history file on: 07/29/2021 11:19:00.000 alarmalertnotification 07/29/2021 17:04:30.000 alarmalertcleared and power loss alarm was recorded on: 07/29/2021 17:41:16.000 alarmalertnotification 07/29/2021 17:41:27.000 alarmalertnotification 07/29/2021 17:41:38.000 alarmalertcleared 07/29/2021 17:49:41.000 alarmalertnotification 07/29/2021 17:49:52.000 alarmalertnotification 07/29/2021 17:50:01.000 alarmalertcleared device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: device powered up properly after battery installation. Device was monitored for several days and no unexpected powering off or blank display noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed but the frozen display did not recurred. Display was blank at the time off call. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.